Event description:
The initial attorney report alleged pain, scarring, disfigurement and injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003 - pt underwent repair of multiple incisional hernias with one composix kugel mesh. On (B)(6) 2005 - pt underwent removal of the composix kugel mesh. An abscess was noted underneath the mesh and was drained.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The operative dictation at the time of the implant notes two large masses in the subcutaneous tissue. Furthermore, the dictation notes "this may make potential for infection in the postoperative period and or seroma and she will be watched closely." Subsequently, two years post implant, the pt underwent removal of the composix kugel mesh in which it was noted to be infected and an abscess was surrounding the mesh. Although there is no indication the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.